Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm,vticm5 13.2, -5.50/+0.5/034 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to lens tear/break during injection/delivery into the eye and a replacement lens was later implanted. There was no patient injury. The reporter stated " the doctor thought that the haptic would be damaged".